Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in sales force which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power management settings were not adjusted. The technical support specialist accessed the cabinet, modified the power management settings, restarted the cabinet, and successfully dispensed the medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medbank tower, drawer was failed. The customer reported that the drawer failed to open when they attempted to retrieve a specific medication. There were no adverse events or injuries reported based on this incident.